Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the current electrograms (egm) suggested that possible right atrial (ra) lead dislodgement occurred. The ra lead remains in use. No patient complications have been reported as a result of this event.